Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: room temperature mgso4 tubing primed with IV pump. Two bubble alarms unable to clear with troubleshooting. Tubing removed and placed into another pump. Three bubble alarms unable to clear with troubleshooting. New bag of mgso4 requested from pharmacy in order to use new tubing. Room temperature mgso4 primed with new tubing. Placed in the 2nd pump used and no bubble alarms. No injury reported.